Manufacturer narrative:
All available information was investigated, and the reported inability to lower gripper could not be confirmed via returned device analysis. The reported failure to capture the leaflet could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported inability to lower gripper was unable to be determined. The reported failure to capture the leaflet appears to be a cascading event of the reported inability to lower gripper. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a gripper actuation issue and loss of leaflet capture. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with restricted posterior leaflet. After three grasping attempts, it was noticed that the gripper was not fully coming down. The clip was removed with no reported issue. Three clips were implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.